Manufacturer narrative:
Investigation summary: the complaint alleges the bd max instrument (catalog number 441916 and serial number (B)(6)) had a "unusual plot/curves". Customer requested a service on their instrument and review of data for bd-sars-cov-2. Service reviewed database and plots and determined that pump #4 had a higher ind/unr rate. Field service was dispatched. Field service replaced pump #4 and the associated tubing. Instrument was returned to the customer functional. Review of device history record for instrument serial number, (B)(6) is not required because this complaint does not allege an early life failure or a failure at install. Device was installed on (B)(6)2019, and since then other service activities have occurred, such as preventative maintenance and repair, which have changed the configuration of the instrument since release from manufacturing. Service history review was performed for the instrument (B)(6) and no additional work order was observed for the complaint failure mode reported. Samples were not expected to be returned for investigation, therefore returned sample analysis is not required. Root cause cannot be determined with the information provided. Complaint is confirmed by service during database review.

Event description:
It was reported while testing with bd max¿ system, bd max¿ instrument, unusual curves were observed. There was no report of patient impact. The following information was provided by the initial reporter: it was reported by the customer that the instrument needs service and review of data for bd sars cov-2 assay results.

Manufacturer narrative:
PMA/510(k)#: k111860, k130470. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while testing with bd max¿ system, bd max¿ instrument, unusual curves were observed. There was no report of patient impact. The following information was provided by the initial reporter: it was reported by the customer that the instrument needs service and review of data for bd sars cov-2 assay results.